Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was urinating all the time. The patient had surgery 6 mo - 1 year ago. When a hospital man helped her out of bed a ring on his finger shocked her over her internal neurostimulator (ins). The patient reported sparks came from her body over the ins and the ins had not worked since. After increasing stimulation the patient felt stimulation over the ins. The patient also began to feel stimulation in the pelvic floor area but it was too strong and the ins voltage was turned down.

Event description:
Additional information reported that the patient was feeling uncomfortable stimulation down her leg and not her bladder. There were two bladder infections and blood in the urine. While the implantable neurostimulator was off, stimulation was decreased to 0.0 and was turned on. Stimulation was increased until it was felt; it was still felt in leg. There was only one program available for troubleshooting. An appointment was scheduled for (B)(6) 2012.

Event description:
Additional information received reported that the patient continued to experience symptoms described before and continued to express that it had not worked since the sparking event. The patient could feel stimulation in her legs and feet. The patient programmer was synced with the device and amplitude was verified to be at 0.0 v. The device was further turned off, however the patient still said she could feel stimulation.

Manufacturer narrative:
Product ID 3093-33, lot # v106510, implanted: (B)(6) 2008, product type lead. Product ID 3037, serial # (B)(4), product type programmer.

Event description:
Additional information received reported that there were no abnormal impedances noted. It was unknown if the issue was related to the device. The patient had reprogramming in (B)(6) 2012 and it was noted that she was having chronic uti's (urinary tract infections), the program was changed so that the patient was able to feel stimulation in the vagina, and it was comfortable when she was at the doctor's office. It was unknown whether the patient required hospitalization. The patient outcome was reported as no injury. It was further noted that the patient had turned the device off. The doctor offered the patient an appointment to check the program and make her more comfortable and the patient was going to get back to the doctor. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. It was stated that the patient's implantable neurostimulator (ins) stopped working several years ago. The patient had met with the manufacturer representative 2 or 3 times and the manufacturer representative did not believe that patient that the therapy was not working. It was noted that the patient had a trial scheduled for spinal cord stimulation for arthritis and other pain.